Manufacturer narrative:
(B)(4)

Event description:
It was reported that "proximal extension line kinked, with noradrenaline plugged on it. Bolus of norepinephrine with hypertension when the line was unkinked." Additional information reports "the replacement of the device was successfully changed on (B)(6)2024" the patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line kinked cannot be confirmed by the photo. The photo revealed evidence of a patient monitor that displayed acute increases in blood pressure. Although this aligns with the customer report, it does not reveal a kinked extension line or any other defect with the reported device. Therefore, since there was not any visual evidence of the reported defective component itself, the complaint cannot be confirmed based on the provided photo alone. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "proximal extension line kinked, with noradrenaline plugged on it. Bolus of norepinephrine with hypertension when the line was unkinked." Additional information reports "the replacement of the device was successfully changed on (B)(6) 2024" the patient's current condition is reported as "critical".